Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.0 cm from its proximal end. The friction lock heat shrink tubing was off the proximal end of the introducer sheath. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and undamaged. Conclusions: evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint out of the friction lock. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using a packing coil lp and non-penumbra microcatheter. During the procedure, a packing coil lp would not advance past the friction lock within its introducer sheath and, therefore, it was removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.